Event description:
The patient underwent cataract surgery with implantation of the crystalens. Postoperatively, the patient complained of significant glare and halos in the operative eye. A yag capsulotomy was performed, but this did not improve the symptoms. The crystalens was explanted and replaced with another iol. No lens information was provided since the explanting physician did not implant the lens. Additional information has been requested.